Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for what appears to be an atrial driven rhythm with rapid ventricular response. Technical services (ts) was consulted, and all lead measurements were within range. No additional adverse patient effects were reported. This device remains in service.